Event description:
Information was received regarding a trial patient with an external neurostimulator (ens). Consumer reported they were retaining urine. On (B)(6) 2017 patient reported they were still experiencing retention. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) called in to respond to the questions from a letter. Hcp supplied the patient's weight at the time of the event. The actions/interventions taken to resolve retention was the patient was prescribed doxycycline (100 mg) and gabapentin. A pessary insertion was attempted. Self catheterization instruction was also given to the patient and they were also provided with a leg bag. Due to the age and physical limitation, the actions/interventions failed so the patient was referred to home health. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.